Event description:
Pt with submuscular periareolar salines in 1996 for augmentation - c/o firmness and pain. Main complaint however, was the onset of systemic symptoms shortly after augmentation. These include arthralgias, positive morning stiffness/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, low grade fevers, night sweats, chills, ha's, tmjd, dizziness, visual disturbances, memory loss, sicca, hair loss, oral sores, rashes, sensitivity to sun/cold/chemicals, positive raynaud's, shortness of breath, chest pain/costochondritis, choking sensation, increased cholesterol, weight loss, gi disturbances and easy bruising. These are progressively disabling and pt was diagnosed with myasthenia gravis and prescribed thymectomy, which has not helped symptoms. Pt is otherwise healthy.